Event description:
Affiliate reported that the shunt was placed in the pt a year ago, and required a reprogram. It was noted that the device was clogged, therefore, the surgeon took the shunt out of the pt. The device was not replaced as it was discovered that the pt no longer required it.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.